Event description:
Same case as manufacturer's report: 6000089-2006-02588 and 6000093-2006-02616. It was reported that, during a procedure, the tip of the luge guidewire separated, and stent damage and a dissection occurred. The lesion being treated was located in a bifurcation of the side branch diagonal (dx), and the trunk of the left anterior descending artery (lad) with diffuse disease noted. A maverick balloon was used to predilate the lesion in the lad. Then a 3.0 x 20 mm taxus express2 drug eluting stent was deployed at 16 atms. The luge guidewire remained down the dx. Follow up pictures showed "the dx open and excellent flow in both vessels with 0 residual at the stented site." While withdrawing the luge guidewire, it was noted to be "folded, and knotted, and hung up on the stent. A tug was applied without heavy pulling". When the luge guidewire was being removed, it caught the stent, and the stent moved, indenting the lumen. The wire then snapped. Multiple attempts were made to cross the stented area with another manufacturer's wire before it was successful. A maverick2 2.5 x 15mm balloon was used to dilate the area. A dissection was noted proximal to the stent. Under ivus, the stent was noted to be "folded over onto itself". A 3.0 x 24mm taxus express2 drug eluting stent was then placed to cover the dissection and the broken wire. Pt was transferred to another hospital for observation. Pt status has since been reported as 'fine'.